Event description:
It was reported that an akreos mi60g lens was implanted in the patient's left eye on (B)(6) 2011. Approximately 2 weeks post-op the patient developed what appears to be clouding or fibrin reaction and pco. The patient also had a very sore and inflamed left eye. The patient was treated with steroid eye drops. Additional information has been requested.

Manufacturer narrative:
The lens remains implanted in the patient's eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.